Event description:
Pt reported that a comparison between the surestep meter and a hcp meter was 200 mg/dl (ss) and 91 mg/dl (hcp) respectively (120% diff.). Control solution test was in range. No symptoms were reported. There was no allegation of harm.